Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire break is confirmed and was determined to be use-related. One 18 ga powerglide pro device was returned for evaluation. An initial visual observation of the returned powerglide pro device showed blood residues throughout the device. The safety mechanism was engaged over the needle tip upon the return of the device. The guidewire appeared to extend out of the distal needle shaft, and the guidewire appeared unraveled. A microscopic observation of the guidewire of the returned powerglide pro device showed the distal weld tip was still present at the distal end of the guidewire. A break in the core wire was observed along the guidewire, contributing to the coil wire of the guidewire unraveling during use of the product. The proximal and distal core wire break sites were accounted during microscopic inspection of the guidewire. The proximal break site of the core wire appeared angled with a granular, flat fracture surface. The distal break site of the core wire of the guidewire was observed to be broken at an angle with a granular, flat fracture surface. The break site and break location of the core wire was observed to have characteristics of the guidewire being pulled against the needle bevel of the device. No potential damage/defect related to the manufacture of the device was observed upon the return of the device. Pulling the guidewire back against the needle bevel may cause a break in the guidewire of the device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the guidewire was coiled. No patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.